Manufacturer narrative:
The available trend data was analyzed. The pacing impedance trend curve showed stable values around 700ohms with a sudden increase to 1500ohms at the end of the recording period. Furthermore the pacing threshold increased from 0.5v to 2v. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause analysis. The report will be updated in case of further information or the product return.

Event description:
It was reported that an increasing pacing impedance and threshold were observed approx. 26 months after implantation.